Manufacturer narrative:
Argus case: (B)(4).

Event description:
You eat it [accidental device ingestion]. Case description: this case was reported by a consumer via interactive digital media and described the occurrence of accidental device ingestion in a female patient who received corega (corega (unspecified denture adhesive or denture cleanser)) unknown for denture wearer. This case was associated with a product complaint. On an unknown date, the patient started corega (unspecified denture adhesive or denture cleanser) at an unknown dose and frequency. On an unknown date, an unknown time after starting corega (unspecified denture adhesive or denture cleanser), the patient experienced accidental device ingestion (serious criteria gsk medically significant), inappropriate schedule of product administration and product complaint. The action taken with corega (unspecified denture adhesive or denture cleanser) was unknown. On an unknown date, the outcome of the accidental device ingestion, inappropriate schedule of product administration and product complaint were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to corega (unspecified denture adhesive or denture cleanser). Additional details: this case was processed as combined initial and follow up reports. Consumer reported corega was not good. It was just misleading advertising. Consumer said you put it on and it did not last 12 hours that they say it lasts, it's a lie. She put it on and then it turns like water, it did not fix anything, it was very expensive. She did not like corega. It had no consistency, it was thin and consumer stated if you were not careful while you speak you eat it and your denture or prosthesis falls off. They need to improve this corega and lower its price. She buy a tube of 68 grams, which was the largest she have, and did not last a month. It did not last because it doesn't fix, and every time she had to keep putting it on. Follow up information was received on (B)(6) 2021 from quality assurance (qa) department regarding complaint (B)(4) for batch number unknown. No sample was return for these complaints and the lot/batch details were not received so a full investigation could not be completed. As this information was not available, the complaint could not be substantiated and would be closed as inconclusive. If the consumer contact us with additional information or if the complaint sample receive, the complaint issue will be reopened and further evaluated. All of the documentation pertinent to a specific lot of finished product was contained in a [?]batch envelope'. Prior to the disposition of the product, the contents of each batch envelope was reviewed & approved by the site quality department to verify that there were no significant quality issues recorded during manufacturing, packaging or testing. This review also verifies that all test results meet specification requirements. Complaint conclusion reported as complaint inconclusive.